Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the proximal end. Housing was removed and found a broken pitch cable at the clamping pulley. Other backend cables were not damaged. Failure analysis investigation also found the following unreported damages: the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The clamping pulley exhibited orange colored residue. Failure analysis concluded that the residue was likely due to mishandling. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle with care. Avoid mechanical shock or stress that can cause damage to the device. The customer reported complaint does not itself constitute a reportable event; however, the additional finding of the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that in central processing, the cable was starting to come out of the shaft, very loose on a prograsp forceps instrument. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.